Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd y-body needleless pack was occluded the following information was received by the initial reporter with the following unable to drip after connecting the refill connector

Event description:
No additional information.

Manufacturer narrative:
Correction: material/lot number updated to unknown since initial submission. The lot number provided indicated that it was for an OEM component, rather than for a smartsite product (as reported by the customer). Therefore, the sku code was removed and the lot number also removed as it was for an incorrect product. Investigation results: no samples were received for investigation of (B)(4), in which the customer has stated: ¿unable to drip after connecting the refill connector ¿. Further details relating to the model/lot number of the affected product, the nature of the reported issue, the clinical set up, and the sequence of events prior to the issue occurring were not provided to aid the investigation. In this instance, a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode.